Event description:
It was reported to st. Jude medical that the pt presented for a routine visit and upon interrogation of the device, it was found to be in a hardware reset. The decision was made to explant the device.